Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision as a result the iol was exchanged for another non company light adjustable lens (lal) lens 1 month, 17 days following the initial implant procedure. In surgeons opinion product caused the event and there was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).